Event description:
It was reported that the patient experienced pectoral stimulation and the patient alert was triggered. It was also reported that there was oversensing on the device. It was noted that the patient crosses a bridge every day with large generators and welders present due to construction. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The ventricular short interval count v-sic=13.9 counts avg/day, in 4.39 days, between (B)(6) 2012.